Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The cause of the charging issue was unknown- it simply stopped holding a charge possibly due to the age of the device. The patient stopped using the ins and the issue was not resolved. No symptoms or further complications reported.

Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient regarding an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient was having difficulty charging their ins a few months prior to their pump being implanted so they quit recharging the ins and it went dead. The patient decided to simply use the pump. No symptoms or further complications reported.